Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. No reported adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate pump for alternate insulin therapy.